Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2003v and the cartridge cracked while advancing. The lens was not implanted and there was no patient injury. The facility stated it is unknown as to what caused the damage. The model and lot numbers of the injector and cartridge were not specified by the facility.